Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a (B)(6) male underwent a valve explant after an implant duration of approximately 7 years. Through follow up with the health care provider, it was learned that the reason for explant was due to calcification of the leaflets and stenosis. The explanted valve was replaced with a 29 mm ce perimount magna mitral ease pericardial bioprostheses. No additional details provided.

Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. Additional manufacturer narrative: it was reported that the device was explanted due to calcification and stenosis. The device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Device evaluation: minimal to moderate calcification was observed in the cusp area of leaflet 1 and moderate to heavy calcification was observed in the cusp area of leaflet 3. The free margins of all three leaflets exhibited moderate calcification. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 10 mm. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 12 mm. Host tissue was moderate to heavy at the stent inflow and moderate at the stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approximately 8 mm and leaflets 2 and 3 at commissure 3 by approximately 8 mm, both on the outflow aspect. Host tissue also folded the free margin of leaflet 3 onto itself by approximately 2 mm. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. It was reported that this valve was explanted due to stenosis with calcification. The reported event was confirmed through evaluation of the valve. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.